Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm hps dv 290cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Reason for device explant and/or reoperation: capsular contracture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
The patient reported undergoing primary breast augmentation with two 290cc mentor smooth round high profile saline breast prostheses. Post-operatively, the patient, self-diagnosed, a right breast implant deflation. In addition, the patient was also diagnosed, with left breast capsular contracture (baker grade ii). As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6) 2024. The replacement devices were: (right) 325cc mentor smooth round moderate profile saline catalog: 3501650 lot: 9933728 sn: (B)(6) and (left) 325cc mentor smooth round moderate profile saline catalog: 3501650 lot: 9933728 sn: (B)(6). This medwatch form is for the left breast prosthesis. Deflation on the right breast breast implant was reported under mrn: 1645337-2023-10853